Event description:
During a local anesthesia case, a leak of oxygen was heard coming from the back of the anesthesia machine. There was no reported pt injury. Ohmeda's investigation into the reported event is still ongoing. A f/u report will be issued when the investigation has been completed.